Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient could not feel their stimulation and that the stimulation had suddenly stopped working. It was further reported that the system had ¿stopped working for no apparent reason¿ and that a ¿system failure¿ had occurred. Impedance testing that was performed following system implant found normal impedances, however impedance testing performed following the stimulation issue found impedances were ¿>10000 ohms on all 16 contacts.¿ a revision procedure was performed to troubleshoot the issue and it was found that when the leads were tested directly with an external neurostimulator (ens) that the impedances were still >10000 ohms. There were no external factors associated with the event that may have led or contributed to the issue. The entire system was replaced as a result of the event and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient¿s medical history included being confined to a wheelchair with his movement restricted.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of lead (B)(4) found all eight conductors were broken 20.7 cm from the distal end of the lead. Analysis of lead (B)(4) found all eight conductors were broken 24.5 cm from the distal end of the lead.

Event description:
There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.